Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Event description:
Edwards received notification that a 67-year-old patient with a 6900p29c valve model implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of nine (9) years and two (2) months due to severe stenosis and regurgitation. As reported, patient presented with heart failure and was experiencing mainly shortness of breath. A 29mm transcatheter valve was successfully implanted within the edwards surgical valve with no reported injury. Patient was discharged with great outcome.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.